Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was taken to the emergency room and treated with antibiotics due to a suspected infection at the scs ipg site. Subsequently, surgical intervention was taken during which time the scs ipg pocket was opened and examined for any infection. Reportedly, no infection was found and the patient's scs ipg was kept in the same pocket. No further actions will be taken at this time.